Manufacturer narrative:
It was reported that a patient underwent placement of a trapease filter. The indication for the device implant and the patient¿s medical history has not been reported. It was reported that the device subsequently fractured and migrated. As a result, the patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that the patient has experienced multiple dvt's after the device was implanted. The patient is reported to continue to experience pain in the lower extremities and anxiety. Although the ppf indicates that a cordis filter was implanted in the patient, the radiology report included in the medical records, identifies the device as a greenfield filter. The x-ray was taken approximately eight years after the device was implanted for reasons not indicated. The report states that the filter was found to be in the expected location. There was evidence of fracture of several of the stabilizing wires of the filter. The overall shape of the device was reported to be as expected. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported, fracture and filter migration could not be confirmed and an exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots, thrombosis and recurring deep vein thrombosis do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to determine a relationship between the device and the reported events, there is currently nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal team, a patient underwent placement of a trapease filter and the device subsequently fractured and migrated. As a result, the plaintiff has suffered life-threatening injuries and damages and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter fracture and migration could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of a trapease filter and the device subsequently fractured and migrated. As a result, the plaintiff has suffered life-threatening injuries and damages and required extensive medical care and treatment.